Manufacturer narrative:
The customer has indicated that the device will be returned to (B)(4) for evaluation. Once the device is received and the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Multiple attempts were made to receive the lot number of the reported device from the distributor to document the manufacture date but without success. Report source; distributor (B)(4) and foreign as event occurred in (B)(6). Not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the acetabular reamer handle broke in surgery. The end tip on the reamer that connects with the hudson power adapter has broken off. As a result, the reamer handle can no longer lock into the power attachment and can no longer be used. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned incomplete to greatbatch for evaluation and the reported event was confirmed. The portion of the power adaptor coupling that broke off of the device was not returned with the complaint sample, nor was the sleeve component. Further inspection revealed significant deformation on what remained of the power adaptor coupling. There were scratches, nicks and gouges all over the power adaptor coupling, as well as throughout the remainder of the device. A manufacturing review was completed and no discrepancies were discovered. The cause of the reported event is unknown as the device was returned incomplete. No further investigation required.